Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support contacted a (B)(6) male patient's wife after receiving notification that the patient had been treated. The patient's wife indicated that the patient had passed away. Review of the events surrounding the patient's death indicates that the patient experienced ventricular tachycardia between 07:11:12 and 07:13:18 on (B)(6) 2014. However, the vt rate ((B)(6)) was below the prescribed programmed threshold of 150bpm. The patient's rhythm degraded to asystole and a treatment was delivered at 07:15:37. Oversensing of small signal and intermittent cardiac activity during asystole contributed to the false detection.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) were fully functional and able to detect and treat. Device manufacture date: monitor; electrode belt: 02/2012.